Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Material# unknown. Batch# unknown. It was reported that there was an adverse reaction. Verbatim: (B)(6) - summary of reported adverse reactions. Received via: email. External reference # (B)(4). On 25/01/2022: final cioms for case (B)(4) (bd ID: (B)(4)) (lrd (B)(6)2022). Kindly note that the case was exchanged with (B)(6) on 14-jan-2022, and submitted on 19-jan-2022 to (B)(6).